Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign matter inside a 500ml exactamix eva tpn bag. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection revealed small spots on the right side of the bag. The spots were identified to be ink on the outside of the bag. Further microscopic inspection was performed, and revealed an additional spot on the left side of the bag. The spot on the left side of bag was identified to be burnt plastic embedded in the bag material. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.